Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction with returned implant/mount. Dried blood inside implant drive feature. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV). The reported device was located on tooth # 27 (fdi) and was used for approximately 10 months, and 28 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1227732). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1227732) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that implant was implanted at the tooth site 15 in (B)(6) 2020. The patient came back for several times to get the impression taken. The patient felt painful when installing the transfer rod, so the impression could not be taken. The implant was removed 10 months later. The implant at tooth site # 15 was removed due to pain.